Manufacturer narrative:
Device is a combination product. Event date: (B)(6).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 38mm synergy ii drug-eluting stent, it was noted that the wire was partially stripped at one end of the stent itself. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Event date: mid february.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 38mm synergy ii drug-eluting stent, it was noted that the wire was partially stripped at one end of the stent itself. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 38mm synergy ii drug-eluting stent, it was noted that the wire was partially stripped at one end of the stent itself. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Event date: mid february. Device evaluated by MFR.: synergy ii us mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage with stent struts lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.